Event description:
It was reported that an embolization coil implant was placed in a satisfactory position in aneurysm via a headway 17 soft micro catheter jailed behind a lvis evo stent. The coil failed to detach normally (multiple other coils had detached with the same vgrip controller). When attempting to remove the coil, the distal pusher wire appeared to break, leaving the implant behind in the aneurysm. The microcatheter was removed with the coil pusher still inside. The coil remained in satisfactory position and case was complete at this point. There was no intervention or reported patient harm.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer, but it has not been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.